Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breached degradation breaching the outer insulation and exposing the outer coil located adjacent to the connector boot. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.